Event description:
It was reported by the healthcare professional (hcp) that this implantable cardioverter defibrillator (ICD) recently recorded an episode identified as atrial tachy response (atr) 1223. Technical services (ts) confirmed the presence of intermittent atrial undersensing throughout the electrogram strip. At the time of the episode, right atrial (ra) sensitivity was programmed to automatic gain control (agc) at 0.25 millivolts (mv). Ts noted that ra sensitivity can be adjusted to 0.15 mv to improve atrial sensing and recommended making this programming change at the next in clinic visit. To date, this ICD remains in service. No adverse patient effects were reported.